Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 925am. The patient reported a blood glucose result of "142 mg/dl" with the subject meter. The patient manages his diabetes with oral medications (type/ amount not specified). It is not known if the patient made changes to his usual dose of medications; however, the patient reportedly took less food and/ or drink. After, the patient claims he felt a symptom of sweaty. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.